Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was not moving properly. Upon functional testing, the fse confirmed that the issue was with detector movement. To resolve the issue, the fse recalibrated the detector motor. After calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during a procedure the c-arm was not moving properly. The procedure was completed by using another system. The system was in use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.